Manufacturer narrative:
Device returned open and in used condition, no manufacturer lot number was supplied for further investigation. The association between the coopervision device and the event is unconfirmed.

Event description:
The patient sought medical treatment on (B)(6) 2018 and was diagnosed with corneal erosion in the upper and lower region of the left (os) eye. The patient was prescribed ofloxacin and diquas. The eye care provider described the event as serious and that the patient required medical intervention to prevent or preclude possible permanent impairment or injury of the eye. Good faith efforts have been made to obtain additional medical information without success, additional information is unknown. This event is being reported due to the unknown resolution.

Event description:
New information received from the treating physician (B)(6) 2018. The eye care provider described the event as non-serious. The patient had a first-time instance of nonrecurrent corneal erosion. The patient was seen for follow-up and the incident resolved. This event does not meet the definition of serious injury or the minimum criteria of an adverse reportable event. No permanent impairment of eye function or damage to body structure and no medical treatment to preclude permanent impairment of or injury to eye function or damage to body structure. If the event were to reoccur, it is not likely to cause or contribute to death or serious injury.